Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk. Item # unk, unk m/l kinectiv neck, lot # unk. Item # unk, unk trilogy longevity liner, lot # unk. Item # unk, hip-trilogy-unknown-cups, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-05564, 0001822565-2018-05565, 0001822565-2018-05567, 0001822565-2018-05568.

Event description:
It was reported that approximately 1 year post implantation a patient presented with complaints of hip swelling at lateral aspect, which was first noticed several days earlier, limited rom, and pain. Two weeks later the patient underwent arthroscopy and débridement procedure. A large amount of old and clotted blood was removed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.